Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis multifocal intraocular lens (model zkb00, +15.5 diopter) was explanted from the patient¿s right eye in a secondary procedure because of a mechanical complication and the patient not-adapting to the lens. During the explant procedure, an incision enlargement was performed and sutures were used. A competitor lens (+14.0 diopter) was implanted as a replacement. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.